Event description:
Reference number (B)(4). Event occurred in poland. On 10-july-2024, it was reported by the patient that infusion set box damaged and unsealed. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.